Manufacturer narrative:
Two opened blisters were received containing four lenses. The parameters of the four lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. Lens one was observed to have deposits. Lens two was observed to have a puddle. Lens three was observed to be misshaped. Lens four was observed to have excess polymer and a puddle. The identification of deposits in lens one is inconclusive due to the lenses being returned in an open package; it is not known what outside influences might have impacted the lenses. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, patient (pt) reported experiencing discomfort in both eyes while wearing acuvue oasys contact lenses. Pt reported eyes are ¿swollen¿ and ¿os is very hurt.¿ pt reported he/she has an ¿ocular ulcer¿ on the os. Pt reported the event occurred in (B)(6) 2017. Pt reported presenting to an eye care provider (ecp) and was advised to d/c lens wear for 15-20 days. Ecp prescribed regencel cream before bed for 10 days, tobradex 2gtts q4 hours to close the ulcer for 15 days, and hyabak lubricant 1 drop every day. Pt reported a wear schedule of daily and replaces them every 14 days. Pt reported wearing glasses currently and has not worn lenses since the event occurred. The product in question is available for return. On (B)(6) 2018, the pt was contacted and additional information provided: pt reported experiencing redness and discomfort ou immediately after inserting the lenses. Pt presented to ecp on (B)(6) 2018 and was diagnosed with conjunctivitis and a small os ulcer. Pt reported having herpes simplex os previously leaving a ¿type of scar¿ and the spot has reopened a little now. Pt reported having a follow up visit with the ecp on (B)(6) 2018 and advised the ulcer has ¿closed¿. Pt reported currently experiencing irritation and keratitis which ecp advised was possibly due to prolonged use of lenses. Pt reported the ecp advised him/her to discontinue the medications except for the lubricating drops. Pt is to return for a follow up visit in 30 days. Pt was advised to d/c lens wear for a year to rest both eyes. Pt reported both eyes feel ¿heavy and irritated¿ currently. On 12jan2018, the ecp was contacted and additional information provided: ecp reported the pt¿s initial visit was on (B)(6) 2017 and diagnosed with conjunctivitis and corneal ulcer os. Ecp prescribed tobradex, hyabak, and regencel, however, the frequency and duration is unknown. Ecp reported the pt was seen for a follow up visit on (B)(6) 2018 presenting with ¿pain after a corneal ulcer¿. Ecp reported ¿absence of corneal ulcer or blepharitis¿ ou during follow up visit. Ecp instructed pt to clean eyes and continue use of lubricating drops. On 18jan2018 the pts treating ecp was contacted and additional information was provided: ecp reported on (B)(6) 2018 the pt was diagnosed with os conjunctivitis, os corneal ulcer. Pt was prescribed hyaback, regencel cream, and tobradex for conjunctivitis. Ecp reported recalls the location of the os corneal ulcer was central, no herpes noted at the time. On (B)(6) 2018 the pt was seen by a colleague who noted the ¿pt presented with pain after the corneal ulcer. Absence of corneal ulcer. Blepharitis.¿ pt was instructed to clean eye and continue use of the lubricating drops. On (B)(6) 2018 an email was received from the pt and additional information was provided: ecp note dated (B)(6) 2018, "to whom it may concern I declare the pt is suitable for contact lens wear." The suspect product was requested, but it has not been received. No additional information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0033m8 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.